Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information was requested and the customer states that the information will be provided at a later time. (B)(4).

Manufacturer narrative:
The manufacturers service engineer (fse) was unable to duplicate the reported problem. The fse verified the reported error code in the diagnostic log. The fse replaced the data acquisition to motor controller cable and installed a retention bracket on the unit as a precautionary measure. No parts have returned for failure investigation at this time. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported that the ventilator shut down while transporting a patient and alarmed with data acquisition pcba adc reference failed. The customer reported that the patient desaturation drops down.

Event description:
The customer reported that the ventilator shut down while transporting a patient and alarmed with data acquisition pcba adc reference failed. The customer reported that the patient desaturation drops down.